Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from one side of the clevis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury.